Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited ?no disposable". It was reported the volume in the cartridge had not counted down, the amount given was 97.1 ml out of 101 ml. It was also reported that troubleshooting was successful for about five minutes, then the pump alarmed again with no message on the screen, upon visual check the cartridge was reportedly empty with air in the line. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).